Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tightening knob broke off.

Manufacturer narrative:
The complaint states the tightening knob broke off. The investigation confirmed the failure mode as reported. The device was reviewed by bioengineering and a report was received stating root cause: design. The complaint reported no patient harm, no surgical delay and there is no indication that any part was left in the patient. This aligned with the pra ((B)(4)) which concluded that there is no potential patient harm or regulatory compliance non-conformity. This failure mode has been adequately assessed within the risk management for the instrument ((B)(4)). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.